Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report #: 3006705815-2017-07415. It was reported that the patient experienced ineffective therapy due to lead migration following a fall sometime in (B)(6) 2017. X-rays revealed both patient's leads had migrated. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2: reference MFR report #: 3006705815-2017-07415. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 to have their leads explanted and replaced with a different model. Issue was resolved post operatively.